Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an abdominal aortic aneurysm (aaa) type 2 endoleak using ruby coils. During the procedure, while attempting to deploy a ruby coil into the target vessel using a lantern delivery microcatheter (lantern), the physician determined that the ruby coil was oversized; therefore, it was re-sheathed and saved for later use. While attempting to re-use the ruby coil later in the procedure, the ruby coil would not advance out of its introducer sheath and into the lantern; therefore, it was removed. It was reported that this may have been due to coagulated blood within the ruby coil introducer sheath. The procedure was completed using pod packing coils (podjs) and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 95.0 and 119.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The introducer sheath had coagulated blood inside the proximal and distal end of the sheath. During functional testing, while attempting to advance the ruby coil out of its introducer sheath, the distal kink in the pusher assembly fractured and the ruby coil could not be advanced at all from its returned position. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil winds were offset. If the device is forcefully manipulated against resistance during use, damage such as offset coil winds may occur. Further evaluation of the returned ruby coil revealed that the pusher assembly was kinked. If the device is forcefully advanced against resistance, damage such as a kink may occur. Furthermore evaluation revealed that the returned smart coil revealed that the introducer sheath had coagulated blood inside the proximal and distal end. If continuous flush is not used during the procedure, blood may enter the introducer sheath and begin to coagulate. The smart coil was unable to advance from its returned position during the functional test. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.